Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure where the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.